Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens rolled at the end of the cartridge and did not come out.

Manufacturer narrative:
Additional information was provided in d.9., and h.11. The reported complaint was not observed as insufficient sample was returned for analysis. Only iol carton, secondary labels sheet and patient info card received. No lens, lens case or cartridge received. We are unable to determine the root cause for the reported complaint "the lens rolled at the end of the cartridge and did not come out" as no iol or cartridge were returned for evaluation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The end of a company cartridge nozzle was returned. The nozzle potion had been cut and removed from the cartridge. The end of the tip was also cut off the returned nozzle portion. The lens was returned inside the nozzle portion. The lens was misfolded pressed up against the nozzle. Both haptics were misfolded under the lens. The end of the company cartridge nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified handpiece was indicated. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint appears to be related to a failure to follow the instructions for use (IFU). The lens was returned in a piece of cartridge nozzle that had been cut from the cartridge. The lens was misfolded pressed up against the top of the nozzle. Both haptics were misfolded under the lens. Amount of viscoelastic could not be determined as only a small cartridge portion was returned. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. The company foldable intra ocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).